Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50 serial #:(B)(4) description: linear st lead, 50cm model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator model #: sc-4316 lot #: 17758524 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient's leads were causing pain which radiated down to the bilateral legs. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient will no longer undergo an explant procedure. The patient was educated about the device and was doing well.

Event description:
A report was received that the patient's leads were causing pain which radiated down to the bilateral legs. The patient will undergo an explant procedure.